Manufacturer narrative:
The competitor system used for the ft4 ii result of 13.15 pmol/l was a beckman system.

Manufacturer narrative:
The patient sample was submitted for investigation. The ft4 ii results generated at the customer site were confirmed. Upon investigation of the sample, no interfering factor was identified that would explain the high ft4 ii results. A specific root cause could not be identified for this event. A general reagent issue at the customer site can most likely be excluded. The differences between the ft4 ii results from the roche system and the beckman system cannot be explained with available methods. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.

Manufacturer narrative:
Concomitant product: the patient stopped taking tapazole (methimazole) on (B)(6) 2016. This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous high results for 1 patient tested for elecsys ft4 ii assay on a cobas 6000 e 601 module. The erroneous results were reported outside of the laboratory. The initial ft4 ii result was 28.71 pmol/l. The sample was repeated on a competitor system and the result was 13.15 pmol/l. On (B)(6) 2016, a new sample from the patient was tested for ft4 ii on the e601 module and the result was 26.41 pmol/l. The repeat result from a competitor system was 11.85 pmol/l. No adverse event occurred. The e601 module serial number was (B)(4). The calibration and quality control (qc) data provided by the customer were acceptable.